Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of forceps was used to release the stent. Block h11: an advanix biliary stent with naviflex rx delivery system were received for analysis. Visual inspection found the pull wire was dislodged and without the pull wire cap, the push catheter suture hole was torn, and the guide catheter was detached as it was not returned. No other issues were noted with the stent and delivery system. Product analysis confirmed the reported events of guide catheter break and stent difficult to deploy. Taking all available information into consideration, the investigation concluded that the observed damage of push catheter suture hole was likely caused by the pressure exerted during the attempted deployment of the stent. It is possible that the tortuosity of the procedure, and the technique used by the physician limited the performance of the device and contributed to the observed problem. Additionally, since the push catheter suture hole was torn, the suture was most likely stuck in the torn hole, preventing the stent from being deployed. There is also a possibility that the same force applied during the stent deployment attempt caused the pull wire to become dislodged and the pull wire cap to detach from the device. The reported event and observed damage of guide catheter detached was most likely due to the force applied during the procedure, and the tortuosity of the procedure. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted in the biliary duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the catheter was cracked making it difficult to release the stent. The catheter was held firmly, and forceps was used to release the stent. The stent was successfully deployed, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of forceps was used to release the stent.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted in the biliary duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the catheter was cracked making it difficult to release the stent. The catheter was held firmly, and forceps was used to release the stent. The stent was successfully deployed, and the procedure was completed. There were no patient complications reported as a result of this event.